Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a severe high blood glucose event with blood sugar elevated for several hours, and the cause was unclear. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included review of information provided by the user or third party and attempts at communication or interviews. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.